Event description:
It was reproted that the balloon broke from the shaft at the point of the rx exit shaft. There was no pt injury. This is being reported based on the returned product evaluation which revealed a separated shaft at the guide wire exit notch.